Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged post-tether mode to the right atrium. The lp was successfully retrieved and a different lp was used to complete the procedure. The patient was in stable condition.